Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d4: additional device information - correction g3: date received by manufacturer - additional g6: follow-up number - additional h2: if follow-up, what type - additional, correction h3: device evaluated by manufacturer - additional h6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.